Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that due to normal battery depletion, the customer attempted to charge the pump when an unspecified malfunction occurred. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.